Event description:
Boston scientific received information stating: the atrial lead is not capturing. Atrial lead not capturing. Atrial threshold now 3.1 v @ 0.6 ms and was approx 1.0v @ 0.4ms twelve months ago. Atrial output increased to 5.0 v @ 0.6 ms. Patient had cags in the last twelve months. Daily measurements for atrial lead appeared stable. Dr. (B)(6), (B)(6) hospital, (B)(6). Lead implanted 2007. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).